Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 12 atmospheres for 5 seconds. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.